Manufacturer narrative:
G4:02mar2021. B4:06mar2021. H11:g5:k102985. H10: multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 09feb2021

Event description:
It was reported to philips that with the .25" test fitting on, the unit should operate in ventilation mode without the "low leak" alarm. This unit gives that alarm. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised to perform a full performance verification test (pvt) and address any issues found. The rse informed the customer it was a possible bad flow sensor assembly. Part information for a replacement flow sensor was provided to the customer.